Event description:
It was reported to philips that the geometry movements were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed with a delay of less than 20 minutes, by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the geometry movements were unavailable. The review of system logfiles shows application error: unable to communicate with geo ipc. Upon troubleshooting, the fse found the issue with geo ipc. The cause of the geo ipc failure was not conclusively determined by the supplier's part analysis however found the other failure as failed hard disk drive configuration, wrong hard disk was installed. To resolve the issue, the fse has replaced the geo ipc and performed the functional tests, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation with a minor delay of less than 20 minutes. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure with no or minor delay. A geometry movements issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The device problem code was corrected.